Event description:
A home patient contacted baxter's technical service center during the initial drain cycle of the automated peritoneal dialysis therapy using the homechoice machine after noting solution leaking from the door of the homechoice machine. Reportedly, patient woke up after hearing fluid dripping onto the floor. When patient examined the setup there was solution dripping out of the door of the homechoice machine. Baxter's technical service center assisted the home patient in ending therapy early. While discarding supplies patient noted moisture on the inside of the door of the homechoice machine. The location of the leak was noted as being a crack along the edge of the cassette of the homechoie set on the side opposite the tubing. The home patient setup with new supplies to complete therapy. No patient injury was associated with this incident; however, the home patient was treated with prophylactic antibiotics as a result of this incident. Two days following the incident the home patient contacted baxter's technical service center to request a machine swap due to the moisture that was noted in the door of the machine.